Event description:
It was originally reported that the keypad failed. There was no reported patient involvement.

Manufacturer narrative:
Correction: d10, g1, g4, g5, h3, h6, h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from (B)(6)2018 to (B)(6)2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was originally reported that the keypad failed. There was no reported patient involvement.